Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas and alleged the patient experienced a blood glucose of 30.7mmol/l, with symptoms of dehydration, associated with an alleged time and date reset issue. Reportedly, the patient remained on the pump, and was treated in the emergency room with insulin via injection. During troubleshooting with customer technical support, it was revealed the time and date had started resetting the day before the alleged incident. The reporter stated, ¿the time and date reset could have caused the high blood glucose levels if the basal rates were delivered at the wrong time¿. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with a time and date reset delivery issue.

Manufacturer narrative:
Follow-up #1: date of submission 05-apr-2019 device evaluation: the device has been returned and evaluated by product analysis on 03-apr-2019 with the following findings: during investigation, there was no evidence of time and date resetting to default in black box. Daily insulin delivery totals appear inconsistent on 02/11/2019. All subsequent total daily dose totals correctly reflected user's programmed basal rates. The basal change history for 02/11/2019 shows time changing. No data in black box from this date due to continued use. The pump passed delivery accuracy test and found to be delivering within required specifications. The pump time and date was set. After exercising the pump; the battery was removed. Pump left without power for 6 hours; when pump powered on it had returned to default time and date. Unrelated to the original complaint, the battery compartment was observed to be cracked.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.